Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿black¿ foreign matter was found in a bd pegasus¿ safety closed IV catheter system after opening the package. There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation results: device/batch history record review findings: review was conducted on the associated sub-assembly (q-syte) lot number which disclosed the following: lot 7088581; was built on qfa line 4, from 04apr2017 thru 06apr2017 for the qty. Of (B)(4). Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications, in accordance with the in-process sampling plans. Review disclosed no indication of the alleged defect, as there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable sap (qn) database review: yes reason: this database tracks any issue during production that would affect product quality findings: this incident was an s1 severity ranking. Review was conducted for this MDR-level a investigation for the q-syte sub-assembly lot number. The review disclosed no related reject activity findings relevant to the defect associated with the sub-assembly lot numbers for this incident. Observations and testing: received one 24ga pegasus accompanied by an opened package from lot 7109229. The unit had all components present and intact. Observed there was what appeared to be a black foreign matter within the q-syte. The foreign matter was seen between the septum and top body (polycarbonate). Photos: photos were provided for observation of this incident. The photos revealed similar findings to that of the unit provided. Dissected the q-syte to perform further examination of the fm which revealed the following: the fm was of a brownish/blackish color and was not embedded but wedged/caught between the column of the septum and the neck of the top body. The fm was observed some type of residual. The fm exceeded the specification of 0.20 square millimeters per dirt estimation chart/ tappi. Based on the findings revealed in the observation of the unit; it was evident that the foreign was introduced during the manufacturing process. Therefore this incident is manufacturing process related. Where the loose fm was introduced is uncertain as there are two potential areas that it may have occurred; by falling into either slit septum or top body feeder bowl and attaching to a part. Although fm was observed in the package of the returned unit; the fm was not embedded or attached to the q-syte but was floating freely within the sealed package. A formal corrective action will not be initiated at this time. The defect described by the user could not be replicated with the returned units. Customer complaint trends are evaluated on a monthly interval. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Note: 5s cleaning is performed by each shift to minimize the potential for introducing foreign matter to the product.